Event description:
The user reported that the pump alarm during a chemotherapy infusion and when the clinician attended to it, they found a leakage of cytotoxic drug on the floor. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No further info was available.

Manufacturer narrative:
(B)(4). The sample involved in this event will not be returned and evaluated as it was contaminated with chemotherapy. A lot history review was done and no quality issues were identified during production build. The model #/catalog # is a carefusion product which is same or similar to a device that is approved for sale in the u.s. The u.s.